Event description:
A malfunction on a pump was reported by a caller, displaying a malfunction code that could not be reset. There was no adverse impact to the customer's blood glucose level. Technical support resolved the issue by agreeing to send a replacement pump since the original was under warranty, expiring on (B)(6) 2028. The customer acknowledged that the replacement pump would include updated software, understood how to prepare the problematic pump for return within 10 days to avoid charges, and was instructed on how to program and connect it to their cgm. The customer planned to use multiple daily injections as a backup therapy during the replacement process.